Manufacturer narrative:
March 11, 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The subject device was implanted on (B)(6) 2011, in replacement of an ovatio devices, sn (B)(4) (reported under MDR 9610579-2011-00022). During implantation procedure, unusual low values were measured for all ventricular impedances (pacing and shock electrode impedances): between 200 and 300 ohms. Nevertheless, shock impedance was normal (60 ohms) and the induction test exhibited efficient defibrillation shock.